Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location and implanting the stimulator after the expiration date have been ruled out as potential causes. However, the suture was not made deeply enough, which can cause the device to erode. In addition to the erosion, the tail end of the lead was loose and had broken off after the knot. The device was not damaged before the implant. The physician believes there was back and forth tension as the suture was caught just under the skin and was pulling back and forth from the erosion. A review of sterilization and packaging records for the respective product lot was performed; it was confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion ID sue to incorrect surgical technique as the physician did not place the suture deep enough during the implant procedure (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. No further issues have been reported.